Event description:
It was reported that the patient went on vacation in a different state from her hcp and missed her morphine pump refill due in 2007. The patient experienced underdose symptoms which included sweating, diarrhea, vomiting, and feeling cold. The patient went to the emergency room and was using oral medications, but they didn't help. The patient's mother reported her condition as serious. The patient was last seen by the managing hcp in approx three months earlier. The hospital was contacted and they confirmed that the patient was there for two days in 2007, but that no other patient information was available.